Event description:
The customer received a questionable digoxin result for one patient sample. The initial result was 1.37 nmol/l and the repeat result was 2.17 nmol/l. The result of 2.17 nmol/l was reported outside the laboratory. The patient was not adversely affected. The digoxin reagent lot number was 172418 with an expiration date of 09/30/2014. Analyzer performance testing was performed and was within specifications.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that at the time of the event, the customer was not using the recommended sample rack adapters.